Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Ra lead fracture was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. No intervention has been performed the patient was stable.